Event description:
I've suspected my breast implants were making me sicker for the past seven years. I have been looking for answers. I have seen every dr imaginable and none suggested it could be my implants or believed me. I explanted on (B)(6) 2019, both my implants were ruptured and dr said "it invaded my chest wall and cavity and it was a mess." I don't feel great, but I don't feel like I am dying everyday anymore. I have many auto immune disease now. I'm sorry if some info is incomplete. Too sick today to do a better job. Many prescribed, can't afford a lot of them. FDA safety report ID# (B)(4).